Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was meshing unevenly during surgery with no harm. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Manufacturing date is unknown. The customer returned a meshgraft ii device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the meshgraft ii by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer purchased new equipment. Repair of the meshgraft ii was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer purchased new equipment. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device meshing unevenly cannot be specifically determined with the provided information since the device was not returned. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. This meshgraft ii was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.